Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for sleeve separation was observed, however this is due to the use of terumo blood collection tubes which are incompatible with the blood transfer device. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The competitor containment device (blood collection tube) used in conjunction with our btd and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing np needle to pierce through stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the blood transfer device , the device experienced poor sleeve function and blood splatter/ leakage from the device. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: this is a report about sleeve separation of btd, resulting in blood leakage. According to the customer's verbatim report, during blood collection, the rubber component covering np needle was separated, resulting in blood leakage.